Event description:
Cause of defect:* deviations in color, shape, smell or quantity. Cause of complaint:* dirt in the syringe. Follow-up 3 comments (rec) can you please conform when was that dirt in the syringe noticed? - before use on a patient.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip of the syringe is black in color. A device history review was performed for lot 2403007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All products were inspected and no foreign matter or other burnt material was identified. Injection machines undergo routine cleaning and maintenance according to procedure, quality records established all procedures and processes were completed accordingly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the burnt material observed within the tip likely generated during the molding process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Cause of defect: deviations in color, shape, smell or quantity. Cause of complaint:* dirt in the syringe.